Event description:
It was reported, an angio-seal was deployed post percutaneous transluminal coronary angioplasty (ptca) and stenting. A pre-insertion angiogram sheath shot was taken. Immediate hemostasis was achieved and the skin oozed slightly for 30 seconds. Approximately one hour later, the patient experienced pain in the groin and a large hematoma formed. The patient's blood pressure dropped which required multiple blood transfusions. The patient then developed renal insufficiency, which contributed to acute left ventricle failure. The patient was then placed on a venticular. The patient's hospitalization was prolonged due to associated complications.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could be conclusively determined. The angio-seal instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If neccessary, monitor pedal pulses.